Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump was monitored and no off no power without low battery indicator noted. The pump passed self-test, unexpected error test, rewind, basic occlusion test and displacement test. However, the pump was unable to prime during prime test due to faulty force sensor system. The pump was received with stripped battery cap coin slot, cracked case at display window corners, lcd window and battery tube threads.

Event description:
The customer reported via phone call of damaged battery cap and off no power without low battery indicator from the insulin pump. The customer's blood glucose reading was unknown. The customer mentioned that he tried to change a battery and accidently caused a chip on the battery cap. Since then, the customer mentioned an off no power alarm. The customer stated that there were unattended alarms. The customer will be sent a replacement battery cap. The customer was advised to monitor the pump.